Event description:
It was reported that the patient presented in-clinic after receiving a vibratory alert. Upon interrogation, the left ventricular lead exhibited dislodgement. The lead was programmed off, and no further intervention was performed. The patient did not experience any adverse consequences, and remained stable.

Event description:
The lead was explanted and replaced. The patient was stable before, during and after the procedure.